Manufacturer narrative:
The central nurses station (cns) logged out of windows user on its own and was taken to the log in screen with the user as the administrator. The device did not have a restart or power off option within the software. The tech was advised to hard reboot the cns. After rebooting the cns, the device came back into the patient monitoring software. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The central nurses station (cns) logged out of windows user on its own.